Manufacturer narrative:
One opened probe was received with a tip protector, in a tray, for the report of did not cut during surgery. The returned sample was visually inspected and found to be non-conforming with a small amount of foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut and was found to be conforming for all three functional tests. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore a cut failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a procedure. The status of the aspiration was not indicated. The product was replaced with another one and the procedure was completed. There was no harm to the patient.